Event description:
It was reported that a shaft break occurred. A 3.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use during a percutaneous coronary intervention (pci). During the procedure, the device fractured while an attempt was made to deploy the balloon. The device was removed and was observed to be broken at the mid-shaft. The procedure was completed with an alternative device. No patient complications were reported.